Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the psm arms involved with this complaint and completed the device evaluation. During failure analysis of both psm arms, both passed all testing without issue. As a precautionary measure and as part of upgrade, the brake on axis 2 on both arms were replaced. Following this, the psm arms were tested, operated with no further issue and was restored to specification. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse reviewed the system logs and confirmed the occurrence of multiple error code 23007 on psm 2. Fse replaced the affected psm. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. The RMA has been returned; however, isi has not completed failure analysis to confirm/identify any reportable failure mode(s). The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, system displayed multiple recoverable error code 23017 on a patient side manipulator (psm). The customer received phone assistance from the technical support engineer (tse). Upon verification, tse confirmed that the procedure was already completed, and the issue was reported after the procedure. Upon verification, customer informed tse that the errors persisted throughout the procedure. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the system was inspected prior to use. A repeated error on the psm was observed and the psm was disabled. Procedure was completed using 2 psms and the endoscopic camera manipulator (ecm). No known impact or patient consequence was reported.